Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04189 for the exalt model d scope and report number 3005099803-2024-04190 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was difficult accessing the pancreatic duct. Two wires were placed, and the visualization was lost. Multiple attempts to unplug and plug back in were made but the issue was not resolved. The wires were removed blindly, and the scope was taken out of the patient. The procedure was not completed. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04189 for the exalt model d scope and report number 3005099803-2024-04190 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (b)6) 2024. During the procedure, it was difficult accessing the pancreatic duct. Two wires were placed, and the visualization was lost. Multiple attempts to unplug and plug back in the scope were made but the issue was not resolved. The wires were removed blindly, and the scope was taken out of the patient. The procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.